Event description:
A distributor called in and stated he received a call from and end user who reported she was experiencing leakage and bleeding to skin after several wafer changes. The end user stated she started using a new shipment of eakin seals friday (B)(6) 2013 and noted they are white in color, thinner, softer and almost granular looking. The end user went on to state she had to change wafer at least six (6) times in 24 hours. The end user also stated she has two (2) small areas where her skin came off with bleeding and irritation. On (B)(6) 2013 the end user stated she put two (2) eakin seals together and it is still currently intact with no leakage. The end users stated her usual wear-time is 3-4 days and she uses wafer sur-fit natura durahesive skin barrier with convex-it flange with white tape collar and pre-cut opening.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. Proper skin care was discussed. The end user is using allkare adhesive remover, dial soap, stomahesive powder and allkare protective barrier wipe. The end user also uses stomahesive paste. Third party quality records indicate no issues with this lot number. On receipt of a returned sample a thorough investigation can be conducted. The issue of leakage and subsequent skin stripping can be consequences of reduced wear-time. No additional pt/event details have been provided to date. Should additional information becomes available, a follow-up report will be submitted.